Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2025. The date of event is an approximation. According to documentation from the sprinklr online social media platform, on (B)(6) 2025, an unidentified patient reported that the sensor wire detached from the wearable device and remained embedded in the skin, resulting in an infection. The patient subsequently sought medical attention from a healthcare provider (hcp) on an unspecified date. A procedure was performed to surgically open the insertion site located on the arm, and the patient was prescribed an unspecified oral antibiotic medication. Due diligence was not attempted as the reporter's details were not able to be identified. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.